Manufacturer narrative:
(B)(4). D10: additional associated products: 42502206402 femur trabecular metal (cr) narrow porous lot# 66470468. 42530007102 tibia trabecular metal 2-peg porous fxd brg rt size e lot# 66471211. 42540200032 all-poly patella cemented 32 mm dia lot# 66552243. G2: australia. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a knee revision procedure six months post procedure due to pain.